Event description:
It was reported that; the patient had thoracic surgery in (B)(6) 2012. The doctor used a screw. The patient had symptoms of lumbar acid in (B)(6) 2016 and found screw damaged in x-ray. The damaged product hasn't been taken out now.

Manufacturer narrative:
Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was not received back for inspection. However, it was confirmed that the device had been implanted for over 3 years and the patient had fused, meaning the construct had served its purpose in supporting the spine during fusion. Conclusion: the most likely cause of the customer reported event is fatigue fracture due to prolonged implantation after fusion had occurred.

Event description:
It was reported that; the patient had thoracic surgery in (B)(6) 2012. The doctor used a screw. The patient had symptoms of lumbar acid in (B)(6) 2016 and found screw damaged in x-ray. The damaged product hasn't been taken out now.